Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that approximately two years ago the patient was "sick as a dog" because the wrong medicine was put in his pump. The pump was delivering morphine. Specific patient symptoms, interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.